Event description:
It was reported that during a scheduled follow up, loss of capture, decrease in sensing and pacing lead impedance measurement changes were observed. Lead dislodgement was suspected. Lead repositioning was successfully performed. Electrical parameters returned to normal. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).